Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection had come undone from the infusion set tubing. Reportedly, the customer realized that the luer lock was not tight. The customer's blood glucose level was in the 500's (mg/dl) with ketones and it was addressed by reconnecting the luer lock and setting a temp rate.